Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and ten months later post filter deployment, computed tomography scan of abdomen without contrast was performed which showed there was a filter in the inferior vena cava, infra renal in location. The apex of the filter was angulated about seven degrees anteriorly to the right and abut the anterior wall of the inferior vena cava. There are several struts which do penetrate the inferior vena cava by a few millimeters. A left posterolateral strut penetrates by 5 mm. A right posterolateral strut also penetrates by about 5 mm and was embedded in the l3 vertebral body. An additional posterior strut was fractured and there was a 1.7 cm fragment which lies in between the posterior wall of the inferior vena cava and anterior aspect of the l3 vertebral body. There was no evidence of inferior vena cava stenosis. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with lower extremity deep vein thrombosis. At some time, post filter deployment, it was alleged that the filter had perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.